Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, all measurements on the newly implanted right ventricular (rv) lead were appropriate through the pacing system analyzer (psa). The device was connected and the pocket was closed. During the check following the procedure, the device and rv lead noted impedance measurements greater than 2,000 ohms and pacing was not being delivered. No visible movement or damage was noted on x-ray. The pocket was reopened and the rv lead was tested through the psa. All measurements were appropriate. The device was connected again and impedance measurements greater than 2,000 ohms were noted and not pacing was delivered. As it was suspected there was an issue with the device, the device was explanted and replaced. The rv lead operated appropriately with the new device. No adverse patient effects were reported.